Manufacturer narrative:
Manufacturer ref# (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. A separation was observed on the delivery wire, meeting regulatory reporting crieria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x37mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed. The stent, and distal and positioning coil of the delivery wire were found separated from the delivery wire, and stuck inside the introducer. Microscopic inspection revealed that the stent was disengaged from the distal end of the delivery wire. The introducer was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A device history record (DHR) was performed, and no internal actions were identified. The disengaged condition of the stent suggests that it was invertedly pushed or retracted with excessive force sufficiently to cause the disengagement, which could have increased the resistance/friction, resulting in the separated delivery wire. Therefore, the customer complaint can be confirmed. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, a 4.5x37mm enterprise vascular reconstruction device (product code: enc453712, lot number: 9493895) was impeded in the introducer sheath, and it could not be pushed into the unspecified microcatheter. The physician only retracted the stent alone and switched to a new stent to complete the procedure. The microcatheter was not replaced. There was no patient injury report. Additional information received indicated that the device did not appear damaged at any time. Nothing was noted to be obstructing the introducer. The introducer flushed until liquid was visible at the distal end of the slit in the clear tube. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, a separation was observed on the delivery wire.